Manufacturer narrative:
Patient age/date of birth was requested but not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was in surveillance for outflow graft stenosis, and they were also being followed closely for to increased thrombogenicity related to infection. Interrogation of the device showed intermittent flows of 6.1 lpm and powers of 7.1 w.

Manufacturer narrative:
The patient was previously admitted for outflow graft stenosis in MFR#2916596-2022-10615. Section a2: patient age/date of birth was requested but not provided. Manufacturer's investigation conclusion: a specific cause for the patient¿s infection could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information regarding the reported events as well the correct log files associated with the patient under this event; however, no further information or log files were provided by the account. The patient remained ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), until (B)(6) 2022 when the patient underwent a heart transplant (MFR: 2916596-2022-12096). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2015. The heartmate ii lvas instructions for use (IFU) and the heartmate ii patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events including infection (local, driveline, pump pocket), that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Furthermore, several sections of the hmii IFU and patient handbook provide care instructions regarding how to prevent infection as well as the suggested responses in the event an infection occurs. No further information was provided. The manufacturer is closing the file on this event.